Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The number of boluses delivered in the last four days prior to the event were not consistent. The father stated that the cannulas occasionally are bent. Ran a fixed prime and high pressure test and passed. No further info was provided.